Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6), batch/lot number: 7160767 model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7156269, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316, batch/lot number: 36337827, model/catalog description: clik anchor, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced pain at the site of the procedure and the spinal cords stimulator (scs) was causing abdominal pain. It was also stated that the patient was unable to lay down post procedure due to pain. The patient underwent scs explant procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.